Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% passed inspection. A representative sample was returned for evaluation. Product is still inside the complete packaging without any sign of damage. Based on complaint description provided by complainant, it was reported that "(B)(6) 2019, in (B)(6) hospital, 2 catheters were used on 2 patients, while there was urine leaking found during usage on the patient. Then changing to another one. The used catheters have been disposed in hospital. 1 representative sample was returned for investigation. Involved 3 pcs." The catheter then was introduced with 30ml of water by using luer tip syringe and noticed the balloon could be inflated and deflated easily. The catheter was left inflated for 30 minutes and observed no sign of leaking. Latex foley catheter is made of natural latex compound and any ointment or lubricant from petroleum based will weaken the rubber properties. Besides that, any contacted with such materials could tear the rubber layer and lead to leakage. Furthermore, any sharp edges contacted to the product also may lead to leakage defect. However, without returned actual sample, the actual phenomenon which could lead to leak could not be determined and associate it with any of the above-mentioned root cause. Based on the analysis carried out on the returned representative sample , the catheter was fully functional upon inflation and deflation test conducted. The balloon was able to inflate without any leaking. Furthermore, 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Since there was no product dis-functionality issue observed based on reported failure , therefore , this complaint could not be confirmed.

Event description:
It was reported that 2 catheters were used on 2 patients there was urine leaking found during usage on the patients then changed to another one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 catheters were used on 2 patients there was urine leaking found during usage on the patients then changed to another one.